Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (over 500 mg/dl), high ketone levels, and a heart attack. Prior to going to the ER, the customer delivered a pump bolus to attempt to treat the bg. While in the hospital, the customer was treated with intravenous saline and insulin. At the time of the call with tandem technical support, the customer had not yet been released from the hospital. The cause for the reported issue is not known. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.